Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 107, 82, 96, 87 and 98 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the customer's desk. The test strip lot manufacturer¿s expiration date is 03/23/2023 and open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history (time not set, customer stated results are am): result 1: 107 mg/dl, date: (B)(6), time: 11:11am, fasting. Result 2: 82 mg/dl, date: (B)(6), time: 12:12pm, fasting. Result 3: 96 mg/dl, date: (B)(6), time: 12:00pm, fasting. Result 4: 87 mg/dl, date: (B)(6), time: 12:00pm, fasting. Result 5: 98 mg/dl, date: (B)(6), time: 11:40am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 21-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.